Event description:
Following further investigation and testing of the referenced device by the hospital and the MFR, it was determined that the results were inconclusive with the original diagnosis of a clot in the cvr membrane oxygenator causing the pt's death. At this time the relationship between the device and the adverse outcome of the pt is unknown.